Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high impedance. The device was reprogrammed to bipolar pacing. The patient was not symptomatic. The lead remained implanted.